Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# v419893, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. The patient stated "it felt like it had just quit working¿ and the patient had tried every program and pumped it up to a high number and it was still not helping. It was noted this started about the last 2 weeks or so, and ¿all of a sudden it was not doing any good at all and I am running to the bathroom a lot.¿ the patient stated the device had helped, although it was never perfect it did help. It was stated the patient could bump it up and they felt stimulation and then it would go away. It was noted the patient saw the lightning bolt and their stimulation was turned on and was on program 4 at 3.7 volts and the patient stated that setting had been the most effective for them. The patient stated they "got no info on this, and it was a year before I knew that you could even change programs. It was reported the patient was not trained adequately on using the device.